Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt said they've had issues charging their ins since they were implanted. Pt said the rtm had always had a clicking noise, it takes almost an hour to get it connected to their ins and takes forever to recharge their ins. Pt said the rtm used to get hot while recharging but now they try to turn it off before the rtm gets hot. An email was sent to the repair department to replace the rtm. Pt also mentioned that since they were implanted, they've had issues getting their settings right. Pt said they were still working with their doctor to fix the ins settings. Pt called back from number registered reporting they received their replacement rtm and described the (ptm) screen froze on checking antenna [89] with rtm not connecting with ins when trying to recharge the neurostimulator battery (ins). Pss went through steps with pt for resetting controller, trying to force prm and repositioning antenna with out resolving issue (pt mentioned already trying to reset ptm prior to contacting pats); pss compared serial numbers to ensure pt was using recent replacement rtm. Pt stated battery levels were ptm 90% ins 50% when they began attempting to recharge ins. Pt also did not detect any visible damage to ptm port or rattling heard when shaken not damage to rtm connector plug/pins.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.